Event description:
The controlled rotation dilator sheath set was used to successfully remove the atrial lead from the (B)(6) female patient. Another manufacturer's laser was used to extract the ventricle lead. Upon extracting the second lead with laser, there was a teat in the ventricle. An open chest procedure was needed to repair/seal damaged ventricle. Per the information provided, the patient did not experience any adverse effect due to this occurrence.

Manufacturer narrative:
During investigation, a review of complaint history was conducted. According to information provided, this device will not be returned for evaluation. As such, the product cannot be inspected for nonconformities or potential root causes. No images or product lot numbers were provided to aid the investigation. However, comments in the complaint description indicate that another device from another manufacturer caused the complaint event. There is no evidence that a cook device caused the event in question. As such, the root cause of the complaint is unknown.

Manufacturer narrative:
(B)(4). The event is currently under investigation.